Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue repaired the cord. The fse completed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in (B)(4).

Event description:
It was reported that during a repair service for an unrelated issue performed by a getinge field service engineer (fse), the ac power cord was observed to be stuck inside the assembly of the cardiosave intra-aortic balloon pump (iabp). Since the event occurred during a repair service, there was no patient involvement reported.